Event description:
Per the clinic, the patient experienced wound breakdown at the implant site and an extrusion of the receiver/stimulator through the skin. The device was explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of this report.